Event description:
The manufacturer was contacted in reference to a dreamstation auto CPAP device. The patient alleges bronchitis, throat roughness, coughing, headache, sleeplessness and having to take antibiotics. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.